Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that during a tka procedure, a peg broke off the patella trial. Delay from (0-30) minutes reported. Backup device available. No injury or impact to patient reported.